Event description:
Caller indicated the assure 4 meter was reading high. Around 7:30am on (B) (6) 2010, patient had a fasting reading of 100 but showed symptoms of low blood sugar. Ems called- on arrival, patient tested with a result of 22.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.